Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also, moisture damaged motor during visual inspection. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to blank display. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report moisture damage to the insulin pump. Customer reported that she woke up with a blank display screen. Customer's blood glucose level at the time of the incident was 187 mg/dl. Customer tried to replace the battery, but the display did not return. Customer was unable to perform a self test due to the blank display. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.